Event description:
It was reported via repair work order that the head end of the bed was drifting due to worn nylon glides nuts. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.